Manufacturer narrative:
(B)(4). Event month and day unknown. Only year (2018) is known. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you please clarify, when on the third firing," these stapler line was problematic (not good quality) ", was the staple line complete? If not, were staples missing from the staple line? What was the staple formation (b-formed, unformed, malformed)? Response: information from customer is that outer row of staplers was malformed (third firing).

Event description:
It was reported that during a wipple and partial gastrectomy that was performed, 2 first firings was ok. Third firing was performed on small bowel, these stapler line was problematic (not good quality). There were no patient consequences reported.

Manufacturer narrative:
Product complaint (B)(4). Secondary device evaluation: product complaint device was received for additional engineering analysis. The primary intent of the analysis was to determine if malformed staples were noted when fired on all settings of the device (blue, gold, green). The device was fired with sr75 reloads on test skins at each setting. Firings were performed by hand by r&d design engineer. No malformed staples were observed at any of the settings (blue, gold and green). No additional observations were noted. No further action is needed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Batch # p56y59. Device evaluation: the analysis found that one ntlc55 device was returned with no apparent damage and with three fully fired sr55 cartridge reloads present. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.